Event description:
A healthecare professional from a neurosurgery department at a hospital contacted a lifescan (lfs) sales rep in 2006 and alleged that the hospital's surestep meter was reading inaccurately low. Lfs was able to obtain further information. In 2007, the change nurse at the hospital found that the blood glucose test results of one pt were always below 5 mmol/l that day. The records showed results of 2.9 mmol./l, 3.8 mmol/l and 4.3 mmol/l. The patient was not expeirencing any symptoms of high or low blood glucose at the time of these tests. Per doctor's advice, IV glucose was started on the pt (the nurse was unwilling to provide accurate results or dosage of glucose). No symptoms were detected at that time. Four hours after the IV glucose administration, the pt experienced syncope. The healthcare professionals were suspicious that the subject meter was inaccurate. They decided to perform a blood glucose test 10 minutes later on another surestep meter and the result was "above 15 mmol/l" (nurse did not provide exact result). The pt was then given IV insulin and about 1 hour after the IV sinulin administration, the pt regained consciousness. The pt was not tested again on the subject meter after regaining consciousness. The pt was on oral medication and medical nutrition therapy and was not given his oral medication per regimen during the time they had obtained low results on the meter. The doctor thought the number "1" on the tens digit may be missing segments. However, when lfs customer service received the meter, no missing segments were found, but the date/time was incorrect in the meter. Four control solution tests were performed (on strips/control used by customer service representatives). Out of the four tests, three results were within range and one failed high outside the range. Although, there is no evidence of malfunction, three control solution tests passed on the subject meter, the pt's hematocrit level is not known, and the patient was not tested on the subject meter at the time of syncope, this complaint is reported because the patient was administered IV glucose based on the low results on the reported meter and the patient lost consciousness. The pt was found to be hyperglycemic. A replacement meter was given to the hospital.